Manufacturer narrative:
(B)(4)

Event description:
The pt experienced increased baseline spasticity. The pt had a pump refill appointment scheduled for (B)(6)2010. In f/u, the physician noted that the pt traveled to texas and did not keep a pump refill appointment. He experienced withdrawal symptoms. The physician stated, "this is entirely related to pt/family negligence". The pt outcome was reported as "no injury". The device system was used to deliver lioresal.